Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when his blood glucose levels are high or low, the insulin pump times out. The insulin pump alarmed no delivery and the bolus entry timed out. His blood glucose level dropped to 11 mg/dl. The customer was taken to the emergency room by ambulance. The customer was off the insulin pump less than 48 hours prior to hospitalization. The device was not returned.